Event description:
It was reported that when the devices, with reload cartridges, were used during a laparoscopic assisted vaginal hysterectomy, they locked out. Another device and more reload cartridges were used to complete the case. There was no consequence to the pt. The devices and reload cartridges were discarded.